Event description:
Doctor reported that after insertion of the implant at tooth site 26, the mount could not be disengaged from the implant. Manual tools were used, but in the end it was necessary to remove the implant and place another one.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). One implant was returned for investigation. Visual evaluation of the as returned product identified the implant and mount with signs of use. Damage was seen at the mount screw, possibly from the removal process. During a functional test the mount does not disengage from the implant. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth # 26 (fdi) and was used, placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU p-iis086gi rev. J 2022/08. Information identified: warnings and precautions. DHR review : DHR review was completed for the subject lot number (2021120735). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2021120735) for similar events and no other complaint was identified. Review completed utilizing keywords: 'does not disengage/release'. Post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.